Manufacturer narrative:
Conclusions: the instrument was returned and evaluated. Engineering found one grip close cable broken at the distal idlers pulley, and the idler pulley spins freely. Slight damages were found on the edge of the pulley. The cable segment sticks out at the wrist. Other cables at wrist are not damaged. The instrument has 5 users remaining. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during central processing, it was noted that a "broken wire" was visible on the mega suturecut needle driver instrument. No patient harm, adverse outcome or injury was reported.